Manufacturer narrative:
(B)(4).. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was tightly folded with contrast in the balloon and lumen. There was blood in between balloon folds. There was blood in the wire lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. The hypotube shaft was completely separated 18.5cm from the hub. The fracture faces were oval as if kinked prior to separation. Functional testing using an inflation device to inflate the balloon to rated burst pressure revealed no burst. The wire lumen inside the balloon was flattened. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified mid right coronary artery (rca). A 2.00mm x 12mm nc emerge® balloon catheter was advanced to dilate the lesion; however, upon inflation the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that hypotube shaft separation occurred outside of patient¿s body.